Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation was unable to confirm that this device under delivered fluid. A flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. No malfunction could be identified.

Event description:
A pt (medication, programmed amount and delivery rate unk). The customer stated that when the pump displayed that 165ml of fluid was left to be infused; only 152ml remained in the IV container. With the info obtained, the alleged flow rate inaccuracy is unk. The customer also stated that the device was tested and performed within specification. The pump was programmed to deliver 25ml at a rate of 100ml/hr and 24 ml was delivered.